Event description:
"Motor too hot to hold". Is noted on customer repair paperwork. On follow up, the hospital contact reported that the nurse in this case brought motor to him and said that it had heated to an uncomfortable level for the doctor. Another motor was brought in to complete the case.